Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he experienced high blood glucose of 448 mg/dl. Customer stated that she checked her blood glucose and the meter was reading 89 mg/dl, she checked it with a different meter and it showed high at 322 mg/dl. Customer stated that the insulin pump fell the day prior and it seemed to be fine but her glucose readings are not accurate. Customer decided to revert to back up plan and is treating with manual injections. Customer stated that the insulin pump has scratches on the screen but she is able to read the display. Nothing further reported.

Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests were not performed due to the device was accidentally cut.